Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of condensation in the line and possibly mold could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set had foreign matter within the fluid pathway the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. We have a tubing on a chemo bag just come apart. Luckily, the nurse was in the room and the patient¿s chemo was being flushed and we did not have a spill. The nurse was changing the line over to flush and the tubing came apart and there was not a spill. I have the tubing in my office in a chemo bag but still has keytruda in the line. I do have the packaging of this line with it. Just let me know what you want me to do with it. Kim is entering a safety event because it could have been drug wasted and a spill. We have had another tubing come apart while starting infusion. I am brining it down. It came apart at a different location than the other. Saline was all that was in the line at the time. It has the same number on the package as the previous tubing. We have had 3 recent issues with our primary tubing set, bd#2426-0007. The first issue was condensation in the line with what looked to possibly contain mold. The second issue was tubing disconnecting during a chemo treatment. Today we had another incident with another set where the tubing came apart (in a different place) but with saline this time. Will you please investigate asap and let us know how to proceed? Thanks so much, (B)(6). Chemo incident-lot#(10)23115122. Saline incident-lot#(10)23115485.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed